Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. System check was performed with tandem technical support (cts) and no issues were identified. Customer¿s blood glucose level was 250-255 mg/dl. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.